Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had motor error alarm, button error alarm and unspecified insulin pump error alarms. The customer¿s blood glucose level was unknown. Customer stated that the buttons were less responsive, act and down buttons were harder to press and sometimes had to press twice. Customer also stated that motor sounds labored and motor makes grinding noise. The insulin pump will not be returned for analysis.